Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the staff is ¿no longer trusting the values" when using the neo sensor. Reports of desaturations accompanied by ¿no change in pleth or patient condition." ¿the sat then just slowly just climbs back up." Per the customer, ¿in critical deliveries, they're automatically putting ECG leads on now because they're not trusting the readings." ¿complaints are coming from rt, nursing, and physicians." No consequences or impact to patient.